Event description:
Time: 5:30 am, blood glucose (mg/dl): 220, bolus (units): 1u. Time: 6:30 am, blood glucose (mg/dl): 200. Time: 7:00 am, blood glucose (mg/dl): 263 - removed pod. When the pod was removed, the customer noticed that the cannula was kinked. The pod was worn for longer than 2 days.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.